Event description:
It was reported that when using the bd pyxis¿ es server user informed that the patient or order data was not current. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient or order data was not current. A technical support specialist (tss) dialed into the es server and attempted to log in to pharmacy enterprise server (pes) and health sight viewer (hsv), where an unexpected error has occurred message was observed. The tss attempted to connect to the database instance but was unsuccessful, so the microsoft sql server service was restarted. After the restart, both pes and hsv launched successfully. A site-down query confirmed that messages were current; however, devices had failed to subscribe as indicated in the data synchronization logs. The tss identified that the data synchronization service was stopped and restarted it, after which devices resumed communication and the error icon cleared on the device, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.